Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported capsular contracture baker grade IV.

Manufacturer narrative:
The events of "seroma-late and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side "discreet progressive enhancement of fibrous capsules," suggesting capsular contracture, baker grade unknown and "pericapsular fluid." The device remains implanted.